Event description:
Per the audiologist's report, this pt fell in 2005. Since the incident, her performance has dropped. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specifications. The surgeon explanted the device six months earlier. It was not reported to cochlear if a reimplant is planned.